Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals. The out of range signal disappeared after the device was reset. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries.